Event description:
It was reported that intermittent occlusion alarms occurred. On one occasion, the issue led the customer's blood glucose levels to display as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and no assistance was required. The customer changed the infusion set and cartridge, and then resumed insulin to address the occlusions. Ultimately, the customer reverted to a back up pump for insulin therapy.